Manufacturer narrative:
(B)(6). The super turbovac 90 ifs wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. A review of manufacturing records for the reported lot number 2030176 found no non-conformance's or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection under magnification shows dried blood/ tissue and minimal erosion of electrodes. A ball wire electrode is missing. No manufacturing discrepancies observed. Prior to the functional testing the resistance of the r2 was measured to be 1,625 ohms. During functional evaluation the device was connected to a compatible quantum2 controller and did not work. An error e-7 occurred. The error was by-passed and the device performed as intended. The suction tube was tested and performed as specified. The complaint was not verified, as the device creates plasma as intended after bypassing the error e-7; there are several root causes that could have contributed to the e-7 error. The rf controller may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. Other factors that could contribute to an e-7 error include disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a knee arthroscopy, the super turbovac 90 ifs wand stopped working. Another wand was opened and worked very well. This took approximately 5 min. The patient was not harmed. Results of investigation have concluded that the device shows dried blood/ tissue and minimal erosion of electrodes. A ball wire electrode is missing which makes it a reportable event. If additional information should become available, a supplemental report will be submitted accordingly.